Event description:
As reported ,a 5f mynxgrip vascular closure device(vcd) balloon was inflated , then pulled back and felt two stops, the physician checked the side port for hemostasis and no blood coming out. The physician shuttled all the way down and when he brought the grey shuttle up with a unknown sheath, the white tamp tube was not exposed. Manual pressure was held for twenty-five minutes to achieve hemostasis. There was no reported patient injury and recovered . The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The physician performed all steps properly and an antegrade approach was used. The physician attempted to use the mynx device for peripheral intervention. The balloon of the mynx device was deflated and removed. The deployer was in training on the use of the mynx device. A 5f avanti cordis sheath was used .the femoral arteries were suitability verified on angiography or venography , including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial . The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. There was a small presence of pvd / calcium in the vicinity of the puncture site. The access site was not tortuous. The stopcock of the introducer sheath was not opened prior to shuttle down. There was no significant resistance when shuttling down and no excessive force was applied when shuttling down. There was no unusual force applied when retracting the sheath. The device was not storages at a temperature that exceeded 25 °c. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# f2134102 presented no issues during the manufacturing process that can be related to the reported complaint .however, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported ,a 5f mynxgrip vascular closure device(vcd) balloon was inflated , then pulled back and felt two stops, the physician checked the side port for hemostasis and there was no blood coming out. The physician shuttled all the way down and when he brought the grey shuttle up with a unknown sheath, the white tamp tube was not exposed. Manual pressure was held for twenty-five minutes to achieve hemostasis. There was no reported patient injury and the patient recovered. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The physician performed all steps properly, and an antegrade approach was used. The physician attempted to use the mynx device for peripheral intervention. The balloon of the mynx device was deflated and removed. The deployer was in training on the use of the mynx device. A 5f avanti cordis sheath was used .the femoral arteries were suitability verified on angiography or venography , including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial . The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. There was a small presence of pvd / calcium in the vicinity of the puncture site. The access site was not tortuous. The stopcock of the introducer sheath as not opened prior to shuttle down. There was no significant resistance when shuttling down and no excessive force was applied when shuttling down. There was no unusual force applied when retracting the sheath. The device was not storages at a temperature that exceeded 25 °c. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The device will be returned for evaluation. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant and advancer tube were observed to have remained in the manufacturing as received. It was noted that the sealant sleeve was displaced approximately 10 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. However, it is unknown if the device was manipulated after the procedure. The procedure sheath and syringe were not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2134102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incomplete engagement of the advancer tube, may have contributed to the reported evet. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to ¿insert the mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.